Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s monitor had been stuck on the basic input/output system (bios) screen and could not be resolved remotely. The field service engineer (fse) had inspected the station and performed multiple reboot attempts, which failed to resolve the issue. The fse reseated the hard drive connections to the docking board, but the problem persisted. The fse then replaced the sata cable and rebooted the station. This successfully allowed the hard drive to be detected and enabled the software and application to boot up properly. To verify reliability, the fse rebooted the station again, confirming the hard drive was consistently recognized. Final tests were performed by the fse on both the station and the user application to check for any malfunctions. No issues were identified, and the bios screen did not reappear. The station remained stable with the user application without further errors. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.